Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris and novasilk mesh. Later patient experienced mesh exposure, vaginal pain, urinary tract infection, pain with urination, levator spasm, bladder spasm, frequency, pressure, urgency, pelvis pain, constipation, urinary incontinence, prolapse and dyspareunia. A removal of the mesh, enterocele repair, vaginal colpopexy and cystoscopy were performed.